Event description:
The complainant reported that while in use, the ventilator experienced difficulties in weaning the amplitude down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll technical support specialist followed up with the customer for additional information and troubleshooting. Unfortunately, the customer has not responded to our requests for additional information at this time; therefore, a root cause is unable to be determined.